Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. It was noted that the patient was not pacemaker dependent. A revision procedure was performed. The lead was successfully explanted and a new rv lead was placed without incident. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.